Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Investigation summary: field technician stated issue of failed plunger position accuracy was not confirmed. On 28-aug-2024, pca was received unboxed and with paperwork. Verified pca functions normally with no errors when tested along with asm check-in testing. Pca passes the binary switch test there not conforming the issue. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.